Event description:
Patient contacted dexcom technical support on (B)(6)2010, to report that she experienced a failed sensor, but had not removed the sensor at the time of the call. Patient contacted dexcom on (B)(6)2010, to report that she had removed the failed sensor and the sensor wire was very short. Patient believes the distal wire fragment may have been retained under her skin. Patient is currently fine and has no swelling, pain, or other signs of infection at the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.